Event description:
It was reported that using a femoral access during a procedure of the de novo posterior tibial artery, the 2.5 x 120 mm armada 14 balloon dilatation catheter (bdc) was positioned and during the first inflation attempt the balloon did not inflate. It was noted that the balloon was slightly moved [inflated] and a second inflation was performed. During the inflation, there was a leak noted at the hub which had detached from the catheter shaft. The armada 14 was removed from the anatomy; a second 2.5 x 120 mm armada 14 bdc was successfully used in the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: pilot 50, inflation: indeflator, sheath: short introducer 4f. The device has been returned for evaluation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis, which confirmed the leak in the proximal shaft. A review of the device history record for the manufacturing of the reported lot revealed no associated nonconforming material records (ncmrs) related to this issue. A query of the complaint handling database for the reported lot revealed no other similar incidents. Based on the related records review, review of the elhr for this lot and expanded records review, there is no indication that the larger population of product is affected, as this appears to be an isolated incident. The performance of these devices will continue to be monitored.